Manufacturer narrative:
(B)(4). Date sent: 12/18/2019

Manufacturer narrative:
(B)(4). Date sent: 12/16/2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: what is the product code for the linx device that was explanted? Lxmc14 possibly. Surgeon who removed the device is not a trained linx surgeon. Patient wanted the device and I am not able to confirm the code. What is the lot number? Surgeon who removed the device is not a trained linx surgeon. Patient wanted the device and I am not able to confirm the code. On what date did the implant take place? The patient did not have the linx implanted at this location, as this location only started doing linx on (B)(6). We dont have any access to implant date, device size of lot number. Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Unknown. Is the patient currently taking currently taking steroids / immunization drugs? Unknown did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. Was mesh used at time of implant? Unknown. At the time of removal, was the device found in the correct position/geometry at the time of removal? Unknown. Have the symptoms resolved since the device was explanted? Unknown. It was reported that no device will be returned. Was the device discarded or is being retained and will not be released for evaluation? Device was given to the patient. My request to get the device and return to ethicon was declined.

Event description:
It was reported that "linx removal/explant reason: persistent ongoing dysphagia. Case completed, hh repaired, cruroplasty. There were no patient consequences reported.